Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
After a few minutes working with the electrode the ceramic on the tip of the electrode gets black and the s90 creates sparks. After that the electrode causes a short circuit. Procedure: arthroscopy shoulder the following additional information was received via e-mail from the affiliate on 11-10-2015: the sparking occurred inside the patient. The following additional information was received via e-mail from the affiliate on 11-11-2015: there was no delay in procedure, nothing fell into the patient. The surgeon used another electrode from a different lot to complete the procedure.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 4 - 6 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. This device was not tested for safety reasons. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one similar and one dissimilar complaint for this lot of devices that were released for distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).